Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Customer reported a back check valve failure. The secondary infusion was flowing into the primary bag. No patient harm or medical intervention required. Although requested, no further patient/event information was provided.